Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 509 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event the insulin pump alarmed no delivery. The customer was advised to change her infusion set every 2-3 days because she has been changing them every five days. Nothing further was reported.